Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter called and alleged the patient had a blood glucose (bg) between 250-500 mg/dl, hgb a1c of 10, and was sweating. During troubleshooting, the customer support found no potential causes of perceived inaccurate delivery issue and no potential causes of bg issue. The time and date were accurately set, and the basal and bolus histories were as expected. Cs referred the patient to a health care provider for diabetes management. This complaint is being reported as the patient experienced hyperglycemia.